Event description:
A company representative reported that the customer expressed that the iabp alarmed with an auto-fill failure. After restarting, the iabp alarmed with electrical error #2 (68020 cpu not functioning correctly). The iabp had helium. The iabp was swapped with another pump. The customer requested to be contacted regarding electrical error and requested a cs300 manual. The customer reported that this patient expired. This event occurred while the iabp was being used on a patient. The customer commented that the patient death potentially was attributed to the event.

Manufacturer narrative:
The company representative observed on the fault logs an autofill error and electric test fails code #2 (68020 cpu not functioning correctly). He turned the helium tank and performed the functional test, the leak test and autofill calibration test and all passed. The also ran the iabp on a trainer (simulator) and on a iab several times with no error. The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The production device history record for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).